Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The devices displayed nicks on the knife blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device in a laparoscopic low anterior resection procedure. The surgeon tried to connect the anvil to the inner shaft till orange band was covered; however, anvil was disengaged from shaft easily and could not connect the device. Replaced by new anvil and the surgeon additionally resected a part of intestinal canal, purse string sutured, then connected anvil to the original instrument and completed the anastomosis with no problem. The status of the patient was reported as no problem.